Event description:
The customer reported that her evis exera iii video system center was not producing an image with 180 series scopes during procedure preparation. According to the initial reporter, 190 series were providing an image without issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The unit was not providing an image due to a faulty patient board set. Additionally it was noted that the unit was equipped with the old version software and that should be updated as well. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that the intended procedure type was unknown. However, was completed by using another tower. Patient's overall outcome was also unknown.

Manufacturer narrative:
Updated fields: this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a definitive root cause for this problem. However, it is probable that the image was failure was caused by a faulty board. It should be noted that this circuit board was manufactured before the circuit design of the operational amplifier of the dr board was changed. Olympus will continue to monitor field performance for this device.